Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) and a consumer via a company representative regarding a patient receiving morphine (10 mg/ml at 0.6 mg/day) via an implanted pump. The indication for pump use was non-malignant pain. It was reported that the on-call physician had received a call from the patient reporting error codes 87 (pump running in safe mode) and 366 (bolus rejected/not allowed) on her ptm (personal therapy manager) handset. It was reviewed that the codes meant that the pump was running in safe mode which was equal to minimum rate mode of 0.006 ml/day. It was reviewed that it was possible that emi (electromagnetic interference) could have caused the pump to go into safe mode. Per the physician, the patient was in her home and she would be seen in the clinic on (B)(6) 2021 the patient was seen in the clinic and the pump logs were checked. The logs showed a reset safe state with no other alarm logs. Reprogramming the pump to 0.6 mg/day and monitoring for anyrecurrence was discussed.

Event description:
The rep reported that they were unable to determine the cause of the pump resetting to safe state. Patient was at home when noticed the ptm was disabled and began hearing alarm. They programmed the device per the physician. They reset the simple continuous to .48mg/day and started her ptm at .2mg every 2 hours with a max of 8 doses (as was her previous setting). Advised by physician that if the pump started alarming again to notify the office and then she could take the orals as prescribed to her. She was advised by the doctor to only take orals if pump began alarming again. As of (B)(6) 2021, the rep had not received any phone call or report that there are any further issues with the pump. Patient was to be seen by the doctor on (B)(6) 2021 for normal refill.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.